Event description:
When removing jp drain and after removal noticed white drain field appeared torn and not whole. An abdominal x-ray confirmed this finding and the patient required surgical intervention to remove the fragment.